Event description:
It was reported that patients ipg was at end of life. The patient underwent a revision procedure wherein the old ipg was replaced with a rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.